Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient¿s interstim therapy was not working for her, and medications are also not working. The patient was at her appointment to make adjustment and stated her blood pressure was through the roof. The patient stated she thought the interstim therapy worked for her a little bit and then stopped. She also mentioned that she felt stimulation sensation intermittently out of nowhere like when she was in the grocery store, and one time it came on and was hurting so bad she had to sit down. No further complications were reported or are anticipated.